Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A (B)(4) service territory manager (stm) evaluated the unit and could not duplicate the alleged malfunction. The stm did however find seven occurrences of autofill failure in the fault logs. The stm completed the condensation removal process. The iabp then passed all functional and safety tests per factory specifications, was cleared for clinical use and returned to the customer.

Event description:
The customer stated that the cs300 intra-aortic balloon pump (iabp) stopped working while in use on a patient. The iabp stopped inflating the balloon. No patient injury or harm reported. No adverse event has been reported.